Manufacturer narrative:
Patient information was requested, but not provided. Pump serial number was requested, but not provided. No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted for ventricular tachycardia (vt). The patient experienced dizziness and palpitations, their creatinine was increased from 1.6 to 2.0, but their lactose dehydrogenase (ldh) was at baseline. Their log files were sent to technical services with concerns of high powers and reported concerns of pump thrombus. The high powers and high flows were confirmed by technical services. Upon their review, it was also found that the patient cable had been supplying low voltages to the system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist device (lvad) and the reported events (suspected thrombus and cardiac arrhythmia) could not be determined through this evaluation. Elevations in pump power/estimated flow and numerous pulsatility index events were confirmed via the evaluation of the submitted log file data; however, a specific cause for the change in pump parameters cannot be conclusively determined. A direct correlation between the suspected thrombus and the elevated pump powers/estimated flows could not be determined through this evaluation. The submitted log file contained data spanning from 10apr2022 at 08:27:05 to 13apr2022 at 11:13:20, per the timestamp. No notable alarms were captured. The end of the captured data captured elevations in pump power and estimated flow of up to 8.4 watts and 10.7 liters per minute, respectively. A review of the device history records was unable to be performed as the serial number of the heartmate ii left ventricular assist device was not communicated by the account; despite multiple attempts by abbott to obtain it. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) contains the following information: section 1 lists thrombus and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This section also addresses pump speed, power, flow, and pulsatility index and explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Section 4 states that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Section 6 lists cardiac arrhythmia as a potential late postimplant complication that may be associated with the use of the heartmate ii left ventricular assist system. This section outlines the indications of thrombus/how to respond to such events and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information has been provided. The manufacturer is closing the file on this event.